Event description:
It was reported by an attorney that the patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Reporting period (B)(6) 2014.

Manufacturer narrative:
Reporting period (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014. Supplemental report 07.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014 through (B)(6) 2014. Supplemental report 16.

Manufacturer narrative:
\ Ethicon MDR summary reporting exemption (B)(4) reporting period february (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting (B)(4). Reporting period february 1, 2014 through march 31, 2014. Supplemental report 17.

Manufacturer narrative:
Date sent to the FDA: 04/18/2017 ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014. Supplemental report 19.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Date sent to FDA: 02/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Date sent to the FDA: 12/20/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.